Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. X-rays and medical records were requested but not made available. Additional information pertaining to the device referenced in this report was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "poly swap due to infection."